Event description:
It was reported that the insulin gauge was inaccurate. There was no adverse impact to the customer¿s blood glucose level. Reportedly, the customer did not perform the air removal step. Technical support advised the caller to complete the necessary steps to remove air from the cartridge prior to filling. The caller acknowledged this guidance but declined to load a new cartridge, opting to continue using the current one.